Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the display screen was blank and there was moisture in the cartridge compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 5/3/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/12/2017 with the following findings: could not duplicate blank screen complaint. Pump powers on to clear and legible display. No moisture observed in battery compartment or under display lens. Cracked pump case between keypad and case seal. Leak test failed due to pump case crack. Opened pump, moisture damage found on display flex connector, and printed circuit board.